Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Updated: d4; d10; g4; h2; h3; h4; h6. Upon visual inspection all six boxes have loose white debris. The sterile barrier is intact on all six packages. Therefore, the reported event is confirmed. Sterility was not compromised. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. The likely condition of the device when it left zimmer biomet is conforming to specification. The root cause of the reported event it likely to be damage during transit causing the foam packaging to become abraded and shed. The device evaluation found no malfunction and the event did not contribute to injury, therefore this would not be considered a reportable event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information on reported event.

Manufacturer narrative:
(B)(4). Report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported while investigating circulated items there was debris identified in the sterile packages. No patients were involved. Attempts have been made and additional information on the reported event is unavailable at this time.